Event description:
Initial reporter indicated to the manufacturing consultant that ihs handheld computer "kept freezing." Reported it would freeze after the patient was interrogated and the check mark showed up. Reinsertion of the flashcard resolved the problem; however, it has been occurring more frequently and the physician wanted a replacement. The handheld and 7.1 programming software are at the manufacturer pending completion of product analysis.